Event description:
Resident had been taken out of whirlpool and sat into the wheelchair to be dressed. Resident hit her leg on lower part of wheelchair where leg support attaches. Resident lacerated the left lower leg, approximately 2 1/2 inches. Resident was taken to the hospital and seen by a physician 7 sutures were given with pressure dressing applied and medication prescribed.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.